Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appears distorted; oval shaped with the stent posts slightly deflected. Stent measurements: 28.14 mm x 25.97 mm. Stent post measurements: lr= 3°, rnc= 2°, ncl= 3°. Green and white multifilament sutures remain attached to the existing sewing ring. Small needle holes along the sewing ring show placement of implantation sutures. All leaflets are slightly stiff but flexible except where host tissue and/or mineralization are present. Tears and abrasions through the free margin and lunula of the right cusp appear to be due to contact with the bias cloth along the left right and right non-coronary stent posts. A large hole in the lunula of the non-coronary cusp appears to be associated with bias wear along the inner outflow rail. Tissue deterioration due to visible mineralization is observed on the left cusp. Tears on the tunica of the left cusp along the inflow margin of attachment appears to have occurred during explant with the removal of host tissue. All leaflets appear to be in the closed position with non-coronary cusp pushing slightly against the left cusp. All commissures are intact. Remnants of glistening off white pannus is observed along the inflow edge of the sewing ring. Remnants of glistening off white pannus is observed along the outflow along the sewing ring to the outflow rail adjacent to the non-coronary stent post. An unknown amount of pannus appears to have been removed during explant on the inflow and outflow. Radiography shows evidence of mineralization in non-coronary and left cusps. D4: updated d9: updated h3: device evaluated? Updated h6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6a: year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 2 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturers valve and graft as part of a bentalls procedure. The reason for the replacement was reported as moderate to severe aortic regurgitation and aortic stenosis. It was reported that after explanting the valve, it was noted that there was a large tear in one of the leaflets. It was also stated that the patient had been experiencing symptoms of breathlessness, dizzy spells and atypical chest pain. No additional adverse patient effects were reported.